Manufacturer narrative:
Date sent: 1/13/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post op a lap gastric band procedure, the device was removed due to an occlusion and patient demand. There was no other patient complication reported.